Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (reader sn (B)(4)). The customer did not provide any lot or cartridge information. Although requested, customer did not respond to technical supports three attempts to obtain further information regarding this false positive event.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the false positive result. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.